Event description:
A risk mgr reported that before a procedure, the system shut down on its own. The surgery was started and completed using an alternate system with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).